Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a heart attack at the emergency room and non-abbott stents were implanted as treatment. Reportedly, the clip of the starclose was deployed in the common femoral artery and hemostasis was achieved post interventional procedure. The patient was discharged to home; however, believes to be having an allergic reaction to the starclose se clip. The patient has an allergy to titanium and read in the starclose se instructions for use that the clip is contraindicated for use in patients with known hypersensitivity to nickel-titanium. The patient is experiencing a rough/burning sensation at the top of their mouth, pain due to bruising and tenderness, and slight oozing at the access site. No treatment has been performed. No additional information was provided.